Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11158r06, implanted: (B)(6) 2002, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a business partner. The patient was receiving 1000 mcg/ml gablofen at 699.9 mcg/day for spasticity and dystonia management. The initial start date was 2002. The patient's dystonia had been gradually worsening. The patient had tried many other treatments without relief. It was not known what was meant by "not giving the fluid all the way to the top". Intrathecal therapy was not discontinued in response to the events. The patient was referred for a CT dye study prior to a pump replacement secondary to end of battery life. The current catheter was noted to be the original placed in 2002. The patient's medical history included that the patient was diagnosed with an essential tremor in 1998, had a thalatomy, and within 6 months started with dystonia in the right arm. This had progressed to include the neck and face. The patient had tried medication, dbs, and injections with no relief. The patient's concomitant medications included asa 81 mg, zyrtec, lasix, atrovent nasal spray, lisinopril, ativan, and crestor.

Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter.

Event description:
Information was received from a patient who was receiving 1000mcg/ml baclofen at 60mcg/ml via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that the patient had been having trouble with spasticity. It was reported they thought "it might be the pump not giving the fluid all the way to the top." It was reported they wanted to find someone to perform a dye study. The patient pump is due for replacement in (B)(6) 2018 due to longevity. The patient receives a 60mcg bolus at 06:00, 13:00, and 21:00. The basal rate is 21.8mcg. No further complications were anticipated/reported.

Event description:
Additional information received reported that the actions/interventions taken to resolve the pump not giving fluid all the way to the top was the patient was referred for a CT dye study with the physician. The cause of the the pump not giving fluid all the way to the top determined was reported as unsure awaiting dye study. The issue was not resolved. No further patient complications were reported.